Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection of the common carotid artery was noted after insertion of the guidewire. This led to the conversion to a transfemoral carotid artery stenting (tf-cas) procedure and the placement of an additional stent to cover the dissection. Upon exchanging the 6 french catheter (fr) for the 7 fr, the physician accidentally advanced the 7 fr too far into the common carotid and it went completely through the access site. Following this, the patient had pulsatile blood flow from the carotid and the patient received 3 additional units of blood to resolve. The patient is in stable condition and was discharged the following day.